Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(6); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient was getting relief from the programming up to 8 months ago when she fell. The patient was not able to obtain relief at that point. Fluoroscopy was done to determine the precise level the leads were currently at. Fluoroscopy was performed in the thoracic and lumbar sections of the spine to determine how far the leads had migrated. The top lead was t5-t7 and bottom lead was t7-t9. Both leads had migrated cephalad 1 vertebral level. It was discovered that the anchors weren't lodged into the fascia. The lead at t5-t7 was left alone because the surgeon could not locate the lead under the soft tissue. The other lead he was able to pull down to t8-t10. He ¿tacked down¿ the lead while leaving the anchor attached. The lead was pulled down surgically. The issue was said to be resolved. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.